Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged there were scratches on the display. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #2: date of submission 12/30/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2016 with the following findings: during investigation, the display lens was found to be scratched. Unrelated to the original complaint, the pump was powered on to a dim pink display. Additionally, the audio bolus button cover was detached/missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1; date of submission: 11/14/2016.